Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the tip of the rail cutter bit was broken off inside the vertebral body. The broken piece was retrieved and the surgery was completed with no further complications. No patient complications were reported.